Event description:
A customer reported a malfunction with a pump. The customer reset the pump on their own due to a completely depleted battery. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the customer to try specific troubleshooting steps, resulting in the pump screen successfully turning on. Technical support advised the customer to continue using the pump and to contact them again if any issues reoccurred, which the customer understood and accepted.